Event description:
Customer reported elevated patient results when using the leadcare ii blood lead system. The customer also reported quality control results outside the acceptable range. Technical support (ts) instructed the customer not to perform patient testing when controls are out of range and requested a list of the elevated patient results. As part of troubleshooting, ts requested that the customer re-run the controls during the call; however, the call was disconnected. Ts subsequently contacted the customer, who reported that the controls were re-run and within the specified ranges: level 1: 10.3 g/dl (target range: 8.0-14.0 g/dl); level 2: 27.4 g/dl (target range: 25.4-33.4 g/dl). Ts requested information regarding the patient sample preparation method; however, the customer was not available to continue the discussion at that time.